Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead exhibited oversensing. No pacing inhibition was observed. The lead was removed from service and replaced. No additional adverse patient effects were reported.